Event description:
It was reported that the right ventricular lead exhibited noise. The noise could be reproduced. The lead remained implanted.

Event description:
New information notes that noise was observed on (B)(6) 2014 during follow-up. The patient reported to have started a new exercise routine. When performed in clinic, the exercises reproduced the noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that device interrogation performed on (B)(6) 2015 continued to show right ventricular lead noise. The noise could not be reproduced through provocative testing. All other electrical values were normal and the lead remained implanted.